Event description:
Pt was status post fracture right elbow with silastic implant in 1989. Began having pain right elbow 1/98. Unrelieved by nsaids. Xrays 2/10/98 show degenerative changes of elbow joint with some cystic changes proximal radial neck. Surgical intervention revealed fracture silastic implant.

Manufacturer narrative:
Results: "the stem was separated from the head." Conclusions: "...damages to implant was apparently caused by conditions of exposure associated with its clinical use; "...conditions of use varied from instructions for use..."; "primary cause...incomplete seating of the implant stem in the canal of the radius...."